Event description:
The customer reported the system intermittently failed to fluoroscopy. No report of pt injury.

Manufacturer narrative:
A ge service rep assisted the facilities biomed engineer on the telephone how to adjust the power supply. This was done and the system was then found to be operating as intended.